Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse found power supply issue in host pc causing the system boot issue. The fse confirmed that the host pc was defective and needed a replacement. The defective host pc was returned for analysis, and it confirmed the failure of the power supply unit (psu). To resolve the issue, the fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.